Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as inability to stand and loss of consciousness. The customer was wearing the insulin pump during the incident. Customer also reported getting a button error alarm, a frozen display, and that their pump screen was scratched. Troubleshooting was not completed due to the button error alarm. Customer has been experiencing lows for a couple of weeks. The customer has also been working a lot of manual labor recently. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with intermittent button response from all buttons due to corroded keypad traces. No button error alarms or frozen display noted. The keypad connector was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.